Event description:
The customer reported the au680 clinical chemistry analyzer generated erratic ise (ion selective electrodes) patient results for sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse performed multiple interventions and upon further investigation, found a broken pin on ise (ion selective electrode) mix motor assembly was the cause of the erratic results failure. The fse replaced the ise mix motor assembly which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. No further issue noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).